Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was experiencing an intermittent-power issue. In addition, it was reported that the pump powered on appropriately with the use of a new battery from a new pack; however, this result does not constitute resolution of this issue. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. The returned battery cap was free of damage, and the battery compartment was intact. The pump powered on with the returned battery cap, which was able to secure to the pump case per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power-related events were observed: the reported power issue was not duplicated. The battery cap contact measurements were within the specifications. The pump case was removed, and no evidence of internal damage or defect was found. During analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.